Manufacturer narrative:
It was reported that a primary alarm failure had occurred. Remote service indicated a check of the central processing unit (cpu) printed circuit board assembly (pcba) for onsite service. Per good faith effort (gfe) response, the customer declined to pay for repair. No further action provided. The customer declined to pay for repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a primary alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a primary alarm failure had occurred. Remote service indicated a check of the central processing unit (cpu) printed circuit board assembly (pcba) for onsite service. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).